Event description:
Health professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, deformation device, white biological tissue and weight of the device was found to be within specification. Cloudiness and voids in the gel were observed after autoclave cycle. The device was not ruptured. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side rupture. Device remains implanted.